Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder scope with rcr, it was noticed that one of the very small metal balls from the starvac wand's tip was missing. The surgeon was able to find it quickly, and removed it from the patient with a grasper. A backup device was available, but it was not used to complete the procedure without delay, since the problem was noticed after the surgeon was done with the device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. One electrode tip has been eroded from the spacer tip. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma and coagulation were generated on the remaining electrode tips. The resistance measured at 0.90 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.